Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Associated MDR: 1018233-2013-01241.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforation or lacerations of vessels, nerves bladder, bowel, rectum or any viscera may occur during needle passage." (B)(4).